Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized. Dianeal therapy was ongoing. The patient was treated with cefuroxime injection (375mg, twice a day, intraperitoneal, duration not reported) and larimox injection (dose and duration not reported, twice a day, intravenously) for peritonitis. The cause of the peritonitis was unknown. At the time of this report, the peritonitis was ongoing and improved. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).